Event description:
While ending a procedure in the cath lab, a perclose device was used to close the femoral artery. The device got ensnared onto itself and failed to release - getting stuck in the patient¿s groin. Vascular surgery attending was called to lab and device was safely deployed and later removed. Patient suffered no harm although a near miss. Procedure: coronary angiogram. Manufacturer response for perclose device, (brand not provided) (per site reporter) [redacted date] per [redacted name] "[redacted name], sr. Clinical specialist came from abbott today [redacted date] and picked up the affected device. His contact number is [redacted number]".